Event description:
Patient was revised. Reason for revision was not provided.

Manufacturer narrative:
Update - (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered debilitating pain and discomfort in hips and legs. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed.should additional information be received the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: this is a clinical patient, per the clinical report the reason for revision is metalosis.